Manufacturer narrative:
(B)(4).

Event description:
The customer reported the analyzer was dropping pipette tips into the tsh reagent pack. On (B)(6) 2017, the microbead mixer had a tip stuck to it. She believed that a tip had been dropped into the elecsys tsh assay reagent pack and when the mixer paddle went into the reagent pack to mix it, the tip got stuck on the mixer. On (B)(6) 2017, the customer received a tsh result of < 0.005 uiu/ml with a data flag on one patient sample. She then noticed that other samples had error messages and no numeric result for tsh. Quality control was run, and the level 2 control gave no result but had a data flag. The control was repeated and was then in range. The patient samples that initially did not generate a numeric result were repeated and a result was then generated. The sample that initially had the result of < 0.005 uiu/ml was repeated and the result was 2.11 uiu/ml. The sample was repeated again and no numeric result was received, but a data flag was received. The customer checked the reagent and found another pipette tip in the reagent pack. The sample was repeated a fourth time and the result was 2.12 uiu/ml. The repeat result was believed to be correct. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 17251301 with an expiration date of 04/30/2017. The customer checked all other reagent packs and did not see that a tip had fallen off into any of those packs. The field service representative found there was a misaligned cap open/close mechanism. The cap of the reagent pack was catching the pipette tip as the probe was leaving the pack causing the tip to fall into the pack. He performed all software adjustments for the cap open/close and probe mechanisms. He performed open/close checks and found no abnormalities. Performance testing was performed and recovered within specifications. The customer ran qc which recovered within the defined ranges. The field service representative also believed this particular tsh reagent pack may have had a problem with the hinge. However, the pack hinge was working correctly when he was on site. The customer had mentioned there were cap open/close problems with that specific reagent pack a few days before the event.